Event description:
New information received noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that premature battery depletion was suspected on the implantable cardioverter defibrillator (ICD). The ICD was found to have reached the elective replacement indicator (eri). The patient was pending explant. The patient was stable.